Manufacturer narrative:
The reported event of device not able to be interrogated was confirmed. Device was in backup vvi upon receipt. Device image revealed severe code corruption which caused device to revert to backup operation. Analysis was performed after reloading product code and normal device characteristics was noted. Longevity assessment was performed, and device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that prior to an implant procedure, the implantable cardioverter defibrillator could not be interrogated. The device was not used.